Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did received a low battery alert prior to the replace battery alert. Customer stated that new battery resolved the issue. Trouble shooting was performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.